Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: technical event 231005 (inspiration valve leak) appeared various times during ventilation. Device removed from use, alternative ventilation used. No patient harm.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: in future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a broken seal ring in the inspiratory valve. In consequence the valve was replaced. There was no patient or user harm reported.

Event description:
The following was reported to hamilton medical ag: summary: technical event 231005 (inspiration valve leak) appeared various times during ventilation. Device removed from use, alternative ventilation used. No patient harm.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: in future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a broken seal ring in the inspiratory valve. In consequence the valve was replaced. There was no patient or user harm reported. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g1, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: technical event 231005 (inspiration valve leak) appeared various times during ventilation. Device removed from use, alternative ventilation used. No patient harm.